Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 149 mg/dl. The customer alleged the insulin pump was under delivering insulin due to blood glucose started to go up when her reservoir got low. Customer was treated with syringe. Customer stated that the insulin pump had insulin flow blocked alarms. No harm requiring medical intervention was reported. Customer performed displacement test and test result was no reservoir detected. Troubleshooting was not completed as the customer declined. The insulin pump and reservoir will not be returned for analysis.